Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. In addition one channel migrated post-operatively out of cochlea as indicated by diagnostic imaging. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The date for explantation surgery has not been made available yet.

Event description:
In (B)(6) 2017 the user was involved in an accident with a motorcycle, hitting his head on the left side near the ci region. Re-implantation was planned for (B)(6) 2022. However, no concrete date has been fixed yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition one channel migrated post-operatively out of cochlea as indicated by diagnostic imaging. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
In (B)(6) 2017, the user was involved in an accident with a motorcycle, hitting his head on the left side near the ci region. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2017 patient was involved in a motorcylce accident and hit the head on the left side nearby the ci region. Imaging will be done and the result will be provided as soon it is available. Re-implantation will be discussed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. An exact date for explantation surgery has not been made available yet.

Event description:
In (B)(6) 2017 patient was involved in an accident with a motorcycle, hitting his head on the left side near the ci region.